Event description:
It was reported that the genesis ii ps hi flex insert size 5-6 9 cannot be locked with the baseplate and it is broken. There was a delay greater than 30 minutes and the procedure was finished using a smith & nephew back up. Patient was not harmed.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection was conducted and confirmed the device is chipped on the edges, rendering the device inoperable. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Due to the need for a backup device, a contribution of the device to the reported event could be corroborated. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.